Event description:
It was reported that during radius surgery, the surgeon used the probe shaft set. When the surgeon used t-handle and tried to have removed the probe shaft from the patient bone, tip of t-handle broke.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned instrument was inspected and it is clear that the locking clip that holds the assembly together was broken. Damages were observed around the fracture surface of the broken spring. The instrument was manufactured approximately 6 years ago and the longevity of the instrument on the field may have resulted in wear over time. Wear of reusable instruments are addressed in the IFU. Conclusion: the plausible root cause of the disassembly is due to the breakage of the spring, likely resulting from the long-time usage.

Event description:
It was reported that during radius surgery, the surgeon used the probe shaft set. When the surgeon used t-handle and tried to have removed the probe shaft from the patient bone, tip of t-handle broke.